Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Device was returned for analysis, the subject device was returned and the lot number was not confirmed as there was no packing returned with the device. During visual inspection, the subject stent was returned within the delivery catheter. The subject stent delivery catheter was kinked at 24cm from the proximal end. The distal taper tip was no present on the end of the stabilizer. During functional testing, the delivery catheter was flushed, and the stabilizer was advanced to deploy the stent without difficulty. There were no anomalies noted to the stent. The stabilizer was removed from the catheter without difficulty and noted to be kinked at 45cm from the proximal end. The reported event was confirmed. The reported event is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, the patients anatomy was severely tortuous. The device was returned and the delivery catheter and the stabilizer were kinked and the distal taper tip of the stabilizer was not present. It is probable that the device was damaged during navigation through the patients anatomy causing the reported failure to deploy the stent. An assignable cause of procedural factors will be assigned to the reported stent failed/unable to deploy and to the analyzed stent delivery catheter kinked/bent, stent stabilizer broken/fractured during use and stent stabilizer kinked/bent, as the issue is associated with a product that meets stryker design, and manufacture specifications, and was used in according with the dfu but due to procedural, and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the procedure, guidewire was used to pass the lesion and then exchanged with balloon to pre-dilate. Subject device was then delivered to reach the lesion, but the subject stent could not be deployed after several tries. Physician withdrew the whole system and replaced with another similar device. Replacement device was also unable to be deployed. Physician then replaced this device again, and was able to successfully complete the procedure with no consequences to the patient. Analysis of the returned device noted that the subject stent stabilizer was broken/fractured during use. Therefore, this event meets reporting criteria with an awareness date of 29-oct-2020. The event will be assessed to reflect the decision change, and emdr will be filed accordingly.